Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. Patient condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.